Event description:
Reported due to occlusion and surgery. It was reported that the physician attempted an arteriotomy closure using the perclose proglide device after a diagnostic procedure. Fluoroscopy was performed with the following results: the puncture site was confirmed in the right common femoral artery (cfa); vessel size was greater than five (5) millimeters, free of calcification; and non-tortuous. No grafts were reported in the target groin. "Good hemostasis" was reported after the procedure. Approximately one hour after the procedure on the unit, the patient complained of right groin and leg pain. The pt "did not have a palpable distal pulse and his toes were cold." He was returned to the angiosuite where another femoral angiogram was done. It reportedly indicated an arterial occlusion at the arteriotomy site. The patient was taken to the operating room where it was found that the anterior and posterior arterial walls were sutured together. The surgeon did an "over the horn procedure from the left groin to unravel the sutures and restore circulation." The patient stayed in the hospital two additional days. He was discharged home and, at last report, was "doing fine."